Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was being used with the transmitter at the time of the reported event was returned on (B)(6) 2014. The receiver was visually inspected and no defects were found. The receiver data log was downloaded and reviewed, confirming the reported intermittent antenna icon. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. At the time of contact, did not report any injury or medical intervention.